Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who stated the event appeared to just be a fluke with one monitor that was not capturing or picking up an EKG readings, but the rr and spo2 was picking up. The registered nurse (rn) tried different things (pushing different buttons, new leads, and new cord etc) and it just started working. The customer reported the issue has been resolved and they no longer required service/remote support. The case will be completed or cancelled as applicable. Based on the information available in the case and provided by the customer, the cause of the reported problem was not confirmed as the issue resolved itself with no clear resolution. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who confirmed that the issue has been resolved and no longer needs remote support. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit gave an ECG equipment malfunction and gave a change measurement. It is unknown if the device was in use at time of event, and there was no adverse event reported.